Event description:
Customer reported the system intermittently shuts down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint.